Event description:
Premature eri, due to chronic high outputs, was reported. At changeout, exposed conductor wire was noted near connector pin. It did not appear to be due to damage from an instrument, but the lead was also replaced at the time of ipg changeout. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Follow-up with the user facility revealed that this event did not meet their MDR reporting threshold. Evaluation summary: battery depletion normal.